Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. Additionally, the device history review was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the craniotome device had an unknown malfunction while in use with the motor device and another craiotome device. During in-house engineering evaluation, it was observed that the device had a drilled tip. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The root cause was reported as normal wear in the initial report, the correct root cause was due to user error. Additional information: during further evaluation of the device, it was observed that the drilled neuro-tip leg was due to excessive lateral force be placed on the device which caused the drill to flex and come into contact with the neuro-tip leg, damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.